Event description:
It was stated that the insulin pump alarmed, then the display went blank. Troubleshooting was performed, and the same cycle repeated. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the interface board. Unable to verify any alarms due to the blank display anomaly.